Event description:
Revision because of dislocation of liner from the shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions about the reported event: however, it is suspected that the abnormal wear patterns on the ID, fracture and lack of rectangular indentations on the poly resulted from non uniform loading and disassociation of the cup and liner. There is also evidence that suggests he liner was not properly locked into the cup. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.